Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to placement difficulty, low amplitude and no capture. The physician made several attempts and also tried a wider stylet however, the lead would not stay in place. When the doctor would extend the helix, the lead would fall out of place. The physician downgraded to single chamber, using a right ventricular lead (rv). The cause was not determined but its believed to be either the patients anatomy or the physicians experience using this product. No adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This report contains an correction to field h6: impact codes. An additional code was added.

Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to placement difficulty, low amplitude and no capture. The physician made several attempts and also tried a wider stylet however, the lead would not stay in place. When the doctor would extend the helix, the lead would fall out of place. The physician downgraded to single chamber, using a right ventricular lead (rv). The cause was not determined but its believed to be either the patients anatomy or the physicians experience using this product. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report contains an correction to field h6: impact codes. An additional code was added.

Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to placement difficulty, low amplitude and no capture. The physician made several attempts and also tried a wider stylet however, the lead would not stay in place. When the doctor would extend the helix, the lead would fall out of place. The physician downgraded to single chamber, using a right ventricular lead (rv). The cause was not determined but its believed to be either the patients anatomy or the physicians experience using this product. No adverse patient effects reported.